Manufacturer narrative:
One controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. It was noted during log file analysis that the controller was running an older version firmware which does not have the capability to record battery serial numbers. As a result, it was not possible to confirm power switching events. However, log file analysis revealed a vad stopped alarm, of type vad disconnect, was logged on the reported event date. This event was most likely due to a disconnection of the pump from the controller. Log file analysis also showed a controller power up event on (B)(6) 2015, however, it's unknown if this is related to the reported event. Analysis of the device revealed that the device met specifications; the device passed visual examination and functional testing. No failure detected. The reported event could not be duplicated at the bench level, therefore, no probable root cause could be determined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU): patients are instructed to always keep a spare set of fully charged batteries available at all times, beyond the two (2) power sources that are currently connected to the controller. Per the instructions for use (IFU): patients are instructed to always keep a spare controller available at all times. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from (B)(6) by the vad coordinator that the patient reported that he had been experiencing power switch and sudden power off with controller for the past few months after a prior controller exchange. The patient reported 2 incidents of pump stop today. Log files will be sent to the manufacturer. The controller was replaced by the site. There was no report of effects on the patient.